Event description:
Additional information was received from the patient on november 22, 2019. They provided the serial number of the controller involved in this event and explained that they first noticed that the information was displaying incorrectly on the controller on (B)(6) 2019. They explained that what may have caused this event could have been them increasing the intensity without waiting long enough between increases. They reported that their controller was no longer displaying the incorrect information. They also reported that after resolving the issues with their controller and adjusting their stimulation, the pain in their left leg was not totally resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient was taking a walk and noticed they were having some pain in their left lower leg. They checked what their settings were using their controller and saw that the intensity was at "0s", which was not what it was supposed to be at. The patient then increased the intensity as they were walking, and then a software problem screen displayed with the following data: 1-intellis, 2-3.0, 3-4048, 4-device model sm.c. It was reviewed to remove and re-insert the lithium-ion battery pack into the controller. The patient reported they had difficulty taking the battery pack out because of the neuropathy in their hands. The software problem message resolved once the controller was reset. It was confirmed that the controller charge was at 0% charge, so the patient was going to charge up the controller. It was also explained that when the patient would change programs, they would have to go out of the remote and back into it to get the correct information displayed on it. No further complications were reported or anticipated.